Manufacturer narrative:
Initial reporter address: (B)(6). The device was manufactured from august 24, 2020 - august 25, 2020. The actual device was received for evaluation containing 142 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. After twenty four hours an unspecified volume remained in the device. The device had been filled with 13500mg piperacillin/tazobactam in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.